Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as weeping skin and appeared as bubbles on her skin. The patient advised she has sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient used lipikar ap+m as recommended by the pharmacist and the irritation improved.